Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to implant squeaking. The surgeon attempted to remove the modular head but was unsuccessful due to improper surgical technique. The patient's hip was cleaned and closed back up. No parts were removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.